Event description:
User reported that system would not boot up when testing unit before cases. No pt was involved.

Manufacturer narrative:
The service rep tested system and could not duplicate any errors. He returned the system to use.